Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic states that the difference between sensor glucose value and blood glucose value was more than 30%. The insulin delivery was also suspended due to sensor glucose and blood glucose differences. No harm requiring medical intervention was reported. Device will be replaced.